Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Legal counsel for patient reported patient underwent a hip revision procedure approximately six (6) years post-implantation due to allegations of corrosion and friction wear, elevated metal ion levels, pain, limited mobility, metallosis, and metal debris. During the procedure, the modular head was removed and replaced and an active articulation bearing was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a revision procedure approximately 6 years post-implantation due to alval and a lytic cavity. During the procedure, the debridement of necrotic tissue, thin watery fluid with flocculations of debris, thickened and yellowed tissue, corrosion and black stained tissue were noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions," and, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Not returned by attorney.

Event description:
Legal counsel for patient reported patient underwent a hip revision procedure approximately six (6) years post-implantation due to allegations of corrosion and friction wear, elevated metal ion levels, pain, limited mobility, metallosis, and metal debris. During the procedure, the modular head was removed and replaced and an active articulation bearing was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of unspecified personal injury. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.